Event description:
Boston scientific received information that this device was unable to be interrogated using multiple programmers and wands. A message for out of range telemetry was observed. A magnet was placed over the device and did not elicit any response. The device was declared inoperable, and a replacement procedure was performed where this device was explanted and a new device was successfully implanted. No adverse patient effects were reported during the replacement procedure.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device case revealed a dent in the case. Upon removal of the device case a cracked mixed-mode integrated circuit (mmic) was found. The damage to mmic does coincide with the dent in the case. It appears the no telemetry status was due to the dent in the case that damaged the mmic. It was unknown what caused the dent/damage to the device.